Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a tapp (laparoscopic hernia case), a red light was provided by the system and the device stopped working. The device was removed from the patient cavity and while cleaning of the jaws was performed, a piece of the active waveguide disengaged from the jaws. Nothing fell into the patient cavity and there was no patient injury. Another dissector was opened and installed onto the system in order to successfully complete the case.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : 01/05/2016. One used sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off, confirming the reported condition. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Further investigation revealed that the waveguide was excessively torqued to the side during use causing it to come in contact with the outer case of the device while it was being activated. This contact caused the waveguide to crack and eventually break off. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors.